Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The coil remains implanted and the delivery pusher was not returned for analysis.

Event description:
It was reported that an embolization coil perforated a small vessel during the procedure. Other coils were implanted to occlude the vessel. The patient was reported to be "fine."